Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure of the device is wear and tear. Device manufacturing date: may 03, 2017. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was not working or adjusting when on for pumping. The pump was intermittently working. This occurred at the beginning of a case with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.